Manufacturer narrative:
Tests performed in spectrum medical lab have demonstrated the proper functioning of the device. Without examining the entire circuit setup, it's impossible to know all the possibilities contributing to the reported conditions (refer to bhcx0742_investigation_rmd attached for details). We'll keep on register any similar events coming from the market to verify and prevent the issue.

Event description:
Got an urgent call while on bypass asking if the max rpm's for the cp37 was 4000. Could not flow above 2.5 liters with a normal line pressure. Went on fine with normal flows but when lowered the flow to apply the cross clamp and came back up could not come to full flow. Proceeded to hand crank and achieved normal flow. Switched motors with same low flow high rpm results. After several minutes they were able to come up to a normal flow. Act was good and clamp was also re-adjusted but didn't help. I discussed with them the possibilities of: 1. Seating of disposable. 2. Clot impeading flow into the pump head. 3. Problem with their line pressure trandsducer. 4. Possible problem with circuit before where they measure line pressure.

Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report.

Event description:
Got an urgent call while on bypass asking if the max rpm's for the cp37 was 4000. Could not flow above 2.5 liters with a normal line pressure. Went on fine with normal flows but when lowered the flow to apply the cross clamp and came back up could not come to full flow. Proceeded to hand crank and achieved normal flow. Switched motors with same low flow high rpm results. After several minutes they were able to come up to a normal flow. Act was good and clamp was also re-adjusted but didn't help. I discussed with them the possibilities of: 1. Seating of disposable 2. Clot impeding flow into the pump head 3. Problem with their line pressure transducer 4. Possible problem with circuit before where they measure line pressure.